Event description:
Customer reported that the sensor has been alarming low, however the customer's blood glucose readings are not low. Customer stated that the insulin pump has gone into threshold suspend. Customer stated that the blood glucose readings have been in the 200 mg/dl range and the threshold suspend is set to 70 mg/dl. Customer also mentioned an incident when the sensor was reading 68 mg/dl when the blood glucose readings were 193 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.